Manufacturer narrative:
Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately four years post filter deployment, CT revealed the ivc filter was tilted anteriorly and the hook was contacting the wall. All the struts of the filter were perforating the ivc up to 15mm. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 12/2016).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted anteriorly and the hook contacts the ivc wall; struts perforated the ivc wall. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that all the struts of the ivc filter perforate the ivc up to 15mm, three anterior struts perforate the ivc wall 11mm, 14mm, and 15mm and contact the cystic collection. One medial strut perforates the ivc wall 12mm and contacts the right common iliac artery. Two posterior struts perforate the ivc wall 8mm and 9mm and contacts the l4 vertebral body. One lateral strut perforates the ivc wall 10mm and contacts the right psoas muscle. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.